Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided; test strip lot#: not provided.

Event description:
On (B)(6) 2013 the lay user/reporter in (B)(6), the patient¿s wife, contacted lifescan to report the one touch veriopro meter would power off during use and that the patient was unable to test his blood glucose levels. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. Since (B)(6) 2013 the patient reportedly had not used the meter to test his blood glucose levels due to a power issue. The patient did not have a backup meter to use during that time period. The patient reportedly managed his diabetes with oral medications, and tested his blood glucose level only three times per week. On an unspecified date, the patient was hospitalized. It would have been helpful to determine the patient¿s symptoms if any, his admitting diagnosis, treatment received, his expected blood glucose readings and his diabetes medication regimen. The meter was replaced. It is unclear whether the reported meter may have contributed to the patient¿s injury and hospitalization. However, as the patient reported suffered severe injury after the meter power issue occurred, this complaint is being reported.